Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tnl) results from a single patient that have were generated by the unicel dxl 800 access instrument. The initial accu tnl result was 0.65ng/ml (assayed from the automated line). The customer re-tested the pt original sample (loading it from the front) for accu tnl; the result was 1.22ng/ml. The customer tested the pt original sample for accu tnl on another instrument in their lab; the result was 0.14ng/ml. The customer indicated that upon request from the floor, a new sample was collected from the patient and tested for accu tnl on the unicel dxl 800 access instrument. The result was 0.10ng/ml. The customer indicated that a 3rd sample was collected from the patient and tested for accu tnl on the unicel dxl 800 access instrument; the result was 0.08ng/ml. The customer indicated that there has been no change to patient treatment that can be attributed to or connected with this event.